Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 27 mmol/l at the time of incident. Insulin pump was exposed to moisture and needle from tubing got stuck in the tops of reservoir and insulin had flooded the reservoir compartment. Trouble shooting was performed. Self-test was passed. The device will be returned for analysis.